Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is approximate.

Event description:
It was reported that the patient failed to recharge the cervical ipg (patient last recharged approximately in (B)(6) 2018). In turn, the ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on 15 (B)(6) 2019 to address the issue.

Event description:
Additional information received that therapy was restored.